Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed multiple scratches on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the screen on the display of their pump had become badly scratched. This issue is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.